Event description:
It was reported that a patient underwent an x-stop procedure at level l4/l5. Patient experienced relief from stenosis for a year and half and symptoms slowly began returning. Reportedly, the device was removed. A traditional decompression was performed at level l4/l5 and microdiscectomy was performed at level l5/s1. Patient's outcome was good. No further information was reported.

Manufacturer narrative:
Evaluation summary: one spacer assembly and one wing assembly were returned for evaluation. Visual and functional inspection indicated: there were no damages to both the spacer assembly and the wing assembly. Conclusion: there were no damages to the device. Eval method: follow-up with company representative.